Event description:
It was reported that, "4 level case: bottom screw (right) back out. Confirmed on x-ray removed screw and replaced w/ 4.5."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.